Manufacturer narrative:
Patient code corrected to: "2199" only, in the initial MDR. Device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn and presence of residue on lens surface. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 a vicm5_12.1, -11.5 diopter, implantable collamer lens was damaged during loading. There was no patient contact (lens did not touch the eye). On (B)(6) 2018 an alternate lens was implanted. This resolved the problem. The cause of the event is reported as device.